Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in the united kingdom, during the preparation of a 23mm sapien 3 ultra valve, a black mark was observed on one of the leaflets. The valve washing was completed, and the particulate appeared to be mobile with one end embedded. The valve was not used. A new valve was prepared and successfully implanted in the patient. No consequences to the patient were reported.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided device photos revealed a particle on the leaflet. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from july 2021 to june 2022 for the thv sapien 3 ultra (all models and sizes) revealed other similar reported events for the associated root cause/evaluation codes. Available information suggests that procedural factors (device mishandling) may have contributed to the reported complaint events. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. No manufacturing non-conformance was identified or IFU deficiencies were identified. There was no confirmation that the black particulate originated from edwards. However, as precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed in edwards singapore facility. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for 'device preparation - particulate - noticed' was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during prep and after washing completed for a case of a 23mm sapien 3 ultra valve, by transfemoral approach, it could be observed a black mark on the leaflet, it was mobile but the end of it was embedded'. It is possible that the particulate was introduced during device preparation, as they were observed during the valve rinsing process. Available information suggests that procedural factors (device prep handling) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. Pre-decontamination evaluation revealed t6he valve was returned in the solution jar, not crimped. The leaflets were hydrated and the serial number tag was attached. One black fiber like particulate approximately 0.02 inches in size was observed on the inflow aspect of leaflet 1. The particle was able to be isolated. Due to the nature of the complaint, no functional testing or dimensional analysis was performed. Review of the provided case imagery revealed one black particulate on the leaflet inflow side. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. No manufacturing non-conformance was identified or IFU deficiencies were identified. There was no confirmation that the black particulate originated from edwards. However, as precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed in edwards singapore facility. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for 'device preparation - particulate - noticed' was confirmed based on the provided imagery and returned device evaluation. Per the ftir material analysis, the black particulate showed similar absorption to rayon material. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match rayon material. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, 'during prep and after washing completed for a case of a 23mm sapien 3 ultra valve, by transfemoral approach, it could be observed a black mark on the leaflet, it was mobile but the end of it was embedded'. It is possible that the particulate was introduced during device preparation, as they were observed during the valve rinsing process. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during prep and after washing completed for a case of a 23mm sapien 3 ultra valve, by transfemoral approach, it could be observed a black mark on the leaflet, it was mobile but the end of it was embedded'. It is possible that the particulate was introduced during device preparation, as they were observed during the valve rinsing process. Available information suggests that procedural factors (device prep handling) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.